Event description:
It was reported that while returning the surgical table to level from a beach chair position, the back and head sections allegedly shifted forward and the leg section reportedly shifted down abruptly. A diagnostic of the table showed an internal error. The hand pendant was reportedly replaced. There was no reported serious injury associated with this event.

Manufacturer narrative:
The table was examined by a berchtold field service technician. The table was visually examined and a diagnostic test was performed. This test showed an internal error. The hand pendant was reportedly replaced. There was no reported serious injury associated with this event.